Event description:
It was reported that the dual chamber pacemaker exhibited premature battery depletion. The pacemaker system was replaced with a leadless pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).